Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars cov-2 with bd sars-cov-2 reagents for bd max¿ system a potential false positive result was obtained for n1. Repeat testing also obtained a positive for n1. There is no report of confirmatory testing or patient impact. (B)(4). The following information was provided by the initial reporter: customer states that one specimen was positive only for n1 and it was positive again just for n1 upon repeat. Customer is not confident the result is acceptable.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars cov-2 with bd sars-cov-2 reagents for bd max¿ system a potential false positive result was obtained for n1. Repeat testing also obtained a positive for n1. There is no report of confirmatory testing or patient impact. (B)(4). The following information was provided by the initial reporter: customer states that one specimen was positive only for n1 and it was positive again just for n1 upon repeat. Customer is not confident the result is acceptable.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive". Customer reported that they are receiving false positive for n1 on bd-sars-cov-2 and repeated runs yield the same positive result. Customer cleaned the area and performed environmental monitoring and the issue was resolved. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6)2014, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and in november 2021, the instrument experience false positive on ebp. Rerun of the samples yielded no false results. Sample were not expected to be returned, therefore returned sample analysis is not required. Root cause cannot be determined with the information provided. Complaint is unconfirmed due no information provided that alluded to an instrument issue. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while testing for sars cov-2 with bd sars-cov-2 reagents for bd max¿ system a potential false positive result was obtained for n1. Repeat testing also obtained a positive for n1. There is no report of confirmatory testing or patient impact. Eua# (B)(4). The following information was provided by the initial reporter: customer states that one specimen was positive only for n1 and it was positive again just for n1 upon repeat. Customer is not confident the result is acceptable.